Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose of 42 mg/dl and current blood glucose was 318 mg/dl. Customer felt like due to programming he is not getting the best use of his pump. Customer treated low blood glucose with glucose tablets. The drive support cap appears normal. Based on customer report customer is not alleging delivery of insulin without user input. Customer states the reservoir was not manipulated while connected. Customer advised to continue to monitor the system and to get with healthcare professional. The device will not be returned for analysis.